Manufacturer narrative:
The company representative was on site at the time of the event, indicated that they did not observe any issues that would be associated with the reported event. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows, that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after laser assisted cataract procedure in the left eye, a posterior capsular tear was observed during irrigation/aspiration mode. The surgeon did not feel the laser system contributed to the tear. A vitrectomy was performed and implantation of an intraocular lens was inserted.